Event description:
Technician alleged that the siderail was not latching.

Manufacturer narrative:
Technician found the head siderail stop assembly was rubbing against the release arm. Technician separated the two parts and this resolved the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.